Event description:
It was reported that a malfunction alarm occurred. The customer did not report any notable events prior to the malfunction and there was no confirmation regarding an impact on blood glucose level, as the customer declined to answer. Technical support provided information for resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The customer continued to use the pump for insulin therapy.